Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen was shattered and unresponsive. Reportedly, the pump was no longer functional. Customer's blood glucose was not impacted. Customer confirmed that an alternate method of insulin delivery was available.